Event description:
It was reported that the patient underwent a surgery for unknown reason involving a sling device. A new ams 800 artificial urinary sphincter (aus) was implanted. No patient complications were reported in relation to this event.